Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient received a new external device because someone stole it and they wanted to know if it needed to be activated. Patient was a spanish speaker and had to get an interpreter on the line. Patient services walked caller through trying to connect the handset and communicator to the ins. Patient services had patient switch communicator. Patient was getting "no device found". Patient services confirmed the patient had charging cord unplugged, blue side against skin, placed vertically, confirmed no electrically magnetic interference. Patient was not able to successfully connect and was redirected to their healthcare provider (hcp).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 978b128. Lot# va2ap9w. Serial# (B)(6). Implanted: (B)(6) 2021. Explanted: (B)(6) 2024. Product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider (hcp). The lead was nonfunctioning.

Manufacturer narrative:
Product analysis 3058: the implantable neurostimulator (ins) passed functional testing. Product analysis 978b128: analysis identified that the {x} conductor(s) was/were broken at the proximal end of the lead; consistent with explant damage. Continuation of d10: product ID 978b128 lot# unknown serial# implanted: (B)(6) 2021 explanted: (B)(6) 2024, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.